Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during the procedure, fluid loss occurred. The physician noticed a burn on the sidewall of the cervix. Silvadene cream was applied to the affected area. Additional follow up information reported that a cervical leak occurred during the procedure. The burn was noticed approximately 1-2 minutes prior to the completion of the procedure. The size and severity of the burn were not provided. The location of the burn to the sidewall of the cervix was confirmed. There were no further complications reported with this event. The condition of the patient is reported to be "good." An additional attempt has been made to obtain patient follow up details with no response from the clinician.